Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure involving a intellanav mifi open-irrigated, it was noted that the catheter was leaking onto patient and the luer lock hub had broken off the irrigation tubing. The catheter was removed and replaced by another device of the same type. The procedure was successfully completed with no patient complications. The device is expected to be returned.

Event description:
It was reported that during an ablation procedure involving a intellanav mifi open-irrigated, it was noted that the catheter was leaking onto patient and the luer lock hub had broken off the irrigation tubing. The catheter was removed and replaced by another device of the same type. The procedure was successfully completed with no patient complications. The device has been returned for analysis.

Manufacturer narrative:
The device has been received to boston scientific for analysis for analysis. Visual inspection showed that the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.